Event description:
The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability- additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem- additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.